Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on (B)(6) reported the removal was decided on by the rep and maybe healthcare professionals (hcp) to remove it. The patient stated surgery was scheduled for (B)(6) 2018. The patient noted it had been off since the jolt on the (B)(6) 2018. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that last night, they got the biggest jolt from their implant, it started getting painful so they tried lowering it and got a huge jolt. Patient turned it off, it was no longer jolting them. It was reviewed that the doctor could check their components and even had a representative there to interrogate device to see why it did that. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient had their stimulation off and the shocking/jolting had not resolved. They stated that a manufacturer representative could not get to their healthcare provider's office until the 24th.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2018 crts (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said that last night, they got the biggest jolt from their implant, it started getting painful so they tried lowering it and got a huge jolt. Patient turned it off, it was no longer jolting them. It was reviewed that the doctor could check their components and even had a representative there to interrogate device to see why it did that. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. (B)(6)2018 vm (con): additional information was received. The patient had their stimulation off and the shocking/jolting had not resolved. They stated that a manufacturer representative could not get to their healthcare provider's office until the (b)(60. (B)(6)2018 crts (B)(4).1, (B)(4).2 (con): patient called back because she was now with local rep jeff green and was talking about the recall guidance provided in this original call on (B)(6)2018. Requested information was reviewed and conferred with rep. No new information was in the file call was informational only. Patient called back again the same day and stated she was afraid to turn on the implant due to the shock/jolt having been so bad, as previously documented. Patient was advised to follow up with hcp regarding next steps. Patient also noted she called the FDA. Patient stated she had scheduled an appointment to meet with the hcp on (B)(6)2018 to discuss having the implant removed.